Manufacturer narrative:
Patient demographics requested, however not received. The customer¿s report that the tubing set leaked at the pumping segment was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification noted two holes in the silicone tubing 0.1190 inches below the ring retainer of the upper fitment. Functional and pressure testing confirmed leaking in the silicone tubing. The source of leak is due to a small hole damages in the silicone pumping segment near the upper fitment. The root cause of the hole damages could not be determined.

Event description:
It was reported that the tubing set leaked at the pumping segment during a primary infusion of tpn while in use on an adult patient in the med/surg department. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set leaked at the pumping segment during a primary infusion of tpn while in use on an adult patient in the med/surg department. The customer further stated that there were no adverse effects caused to the patient from the event.